Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided regarding this event.